Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user reported that there were challenges with the use of the custom remote center (crc) feature, which created unnecessary stress for the staff and posed intraoperative challenges while operating near the parenchymal wall. Parenchyma wall. There was no injury or bleeding due to this at all. The user noted that there were no issues with the system itself, but the difficulties with the crc led to it being disabled. However, by that point, the surgeon had already decided to convert the case to open. The user expressed a desire for the crc feature to be more user-friendly to prevent such complications in the future. The reporter confirmed that the procedure was converted to open due to frustration with the custom remote center (crc) issue.

Manufacturer narrative:
No product will be returned as the system functioned as intended. A field service engineer inspected the system and confirmed that there were no issues with it. Instead, the crc technologies were identified as difficult to use, particularly during instrument exchanges, resulting in longer processing times for subsequent cases.